Manufacturer narrative:
Correction: please retract this report 2135147-2025-04595, the same issue was previously reported as 2135147-2025-04641.

Event description:
It was reported on (B)(6) 2025 a 24mm amplatzer septal occluder was selected for implant using a non-abbott delivery sheath. During the procedure the left disc of the occluder took on a cobra shape. Several attempts were made to re-deploy the occluder, however the cobra shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a 24mm non-abbott device. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 24mm amplatzer septal occluder was selected for implant using a non-abbott delivery sheath. During the procedure the left disc of the occluder took on a cobra shape. Several attempts were made to re-deploy the occluder, however the cobra shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a 24mm non-abbott device. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.